Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 6 of 6 mdrs filed for the same event (reference 1825034-2015-01402, 01403, 01462, 03510, & 03512).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reports patient allegations of pain and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. A review of invoice history confirmed the surgery date; however, invoice history indicated the initial right hip arthroplasty was performed on (B)(6) 2006. Review of invoice history further indicated that a left hip revision procedure took place on (B)(6) 2005. An invoice could not be located for the initial left hip arthroplasty procedure. It is unknown if biomet product was originally implanted in the patient's left hip and the reason for the left hip revision is also unknown. Additional information received in the patient's operative report noted patient underwent initial right total hip arthroplasty on (B)(6) 2006. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2006 due to leg length discrepancy. The modular head, taper adapter, and femoral stem were removed and replaced. Additionally, patient was revised again on (B)(6) 2006 due to femoral head mismatch. The modular head was removed and replaced with the correct sized head. Finally, patient had a right hip revision on (B)(6) 2015 due to loosening and alval lesion. During the revision, a 10cm x 10cmn alval lesion was noted along with black tissue, serous black fluid, black lymphatic tissue, bone loss around the proximal femur and bone loss down the pubic rami. The modular head could not be removed from the femoral stem; therefore, all components were replaced. It was also noted that the patient had a fracture of the greater trochanter.